Event description:
Wife was using the philips trilogy 100 from (B)(6) 2019 to (B)(6) 2021. Blood oxygen started dropping when on the machine and could not stay on it for more than a few minutes. Went to hospital, there for about two and half weeks was told to prepare for end of life. Sent home passed away on (B)(6) 2021. The hospital ran a number of tests. I don't remember all the test they did or what type of test they ran, I do know that they did a number of x-rays of the chest.